Event description:
The customer called and reported the customer received a no delivery alarm on his insulin pump, and discovered the reservoir was the issue. Troubleshooting could not be performed to definitively determine the cause of the issue, and the reservoir may have been occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.